Event description:
It was reported that, during an implant procedure, low sensing values and a high capture threshold were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of low sensing and high capture threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.